Event description:
Customer reported she has been getting no delivery alarms every time she changes her set. Blood glucose value is unknown. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Customer declined to troubleshoot and requested the insulin pump to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.